Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 0.8, lab-inr: 4.7. Results occurred one week apart. Dr. Office uses a meter also, but pt self-tester was not certain what type it was.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. F/u communication revealed tests were done one week apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. Hence, no further investigation is required. Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.8, reference: 4.7, mean: 2.75, confidence-limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Results: in-house accuracy test. Test date: donor 1; donor 2. Meters sn: in-house meter (B)(4). Retained strip ln: 080818b. Comparative sys: sysmex 560. 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No strip deficiency produced.